Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported the filiform double pigtail ureteral stent set¿s stent snapped in half during stent removal. The stent was being removed using standard stent grabbers when it snapped in half. The most distal portion of the stent was removed, and the stent grabbers were reinserted and removed the proximal end of the stent. There was no resistance when trying to remove the stent which was placed less than 12 months prior due to patient comfort. The stent was not encrusted and had not been monitored during that timeframe. As section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1- customer phone number: (B)(6). E3 - occupation: unknown. G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation/evaluation: it was reported the filiform double pigtail ureteral stent set¿s stent snapped in half during stent removal. The stent was being removed using standard stent grabbers when it snapped in half. The most distal portion of the stent was removed, and the stent grabbers were reinserted and removed the proximal end of the stent. There was no resistance when trying to remove the stent which was placed less than 12 months prior due to patient comfort. The stent was not encrusted and had not been monitored during that timeframe. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the instructions for use (IFU) and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU, [t_dpss_rev3] ¿filiform double pigtail stent¿, packaged with the device contains the following in relation to the reported failure mode: ¿precautions. Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.